Manufacturer narrative:
Follow-up #1: date of submission 09/30/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2015 with the following findings: the pump's black box showed call service 054 and 055 errors beginning on 07/23/2015. Pump reboot events were observed in the clearing of the call service errors. Moisture was evident behind the display lens. Due to the internal moisture damage, the pump powered on with a blank display. The battery cap was unable to fully tighten due to damaged threads. There were battery compartment cracks observed in the thread area and below the grip pad. There was additional evidence of moisture contamination inside the battery compartment and on the underside of the battery cap.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.